Manufacturer narrative:
(B)(4). Returned test strips evaluated with no defect found. Returned meter evaluation shows pcb contamination under strip connector.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 180-220mg/dl fasting. Verified the strips expire 04/30/2018. Customer states the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: 1:lo fasting:yes. 2:lo fasting:yes. 3:247mg/dl fasting:yes. 4:341mg/dl fasting:yes. 5:261mg/dl fasting:yes. The customer is calling because she has received the result of `lo" on (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 180-220mg/dl fasting. Verified the strips expire 04/30/2018. Customer states the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). The customer is calling because she has received the result of `lo" on (B)(6) 2015. No adverse event reported.